Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267 (air in line) during fill 4 of 5 on the home choice (hc). The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to clear the alarm. The tsr also assisted the hp to disconnect and the hp would finish with a manual bag. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. As such, a root cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.